Event description:
It was reported that the patient underwent a replacement of his artificial urinary sphincter (aus) due to reoccurring incontinence. The aus was explanted and a new aus was implanted. The patient was stable following this surgery.